Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplement medwatch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg site. Dehiscence was noted and the physician believed that the infection or lack of wound healing was due to prescribed rheumatoid arthritis medications. Infection was not procedure related. The patient underwent an explant procedure.